Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. On day 1 post-op, the patient¿s skin underneath the topical skin adhesive blistered. The physician removed the topical skin adhesive and covered the incision with a regular dressing. No additional treatment or other patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.